Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that during a procedure, while reaming the glenoid, the angled reamer driver shaft, ar-9676, welded together with the angled reamer sleeve, ar-9297-25. This caused the surgeon's wrist to suddenly twist and makes the reaming difficult. The case carried on and was completed successfully with a different reamer sleeve and driveshaft. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Functional testing was performed and found that the returned ar-9676 angled reamer shaft gets stuck inside the ar-9297-25 and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.